Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a red circle under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist nurse was made aware of the irritation and the patient reported they put a piece of gauze under the lifevest. The irritation improved. Reporting out of abundance of caution. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a red circle under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist nurse was made aware of the irritation and the patient reported they put a piece of gauze under the lifevest. The irritation improved. Reporting out of abundance of caution.